Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) band aid brand hydroseal bandages all purpose unspecified. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A device history record can not be performed without a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported upon using the band aid brand hydroseal bandages all purpose, her finger was red and in pain. The consumer has difficulty removing the band aid. The consumer plans to seek out medical attention from her health care provider (hcp) as her finger appears to need intervention. The consumer used vegetable oil to remove the product and neosporin as puss was coming out of the wound. As skin was peeling off, the consumer continued to apply neosporin and kept it covered and would re-wrap every 2 hours.

Event description:
Consumer additionally provided photographs of the wound healing process. The photographs show consumers skin to be intact and healing with only a slight redness and dryness to skin. There are no concerning issues of the skin&apos;s healing process identified. The photographs show no decline in healing and a nice improvement in skin integrity and recovery.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. B5: additional information received from consumer for the reported event. If information is obtained that was not available for the follow-up #2 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from consumer and physician recommend soaking it (wound) with dial liquid, wrapping it in gauze and apply neosporin.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. UDI: (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 27, 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.